Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, during calibration the green loading bar stopped half way through and then there was no reading. No additional event or patient information is available.